Manufacturer narrative:
Event site postal code (B)(6). A getinge field service engineer (fse) verified it won't charge and can't run on battery power and confirmed the symptoms. It was a battery problem, so replaced the battery and replaced the power supply in the power supply system as preventive maintenance. The device is working fine.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) will not charge.patient involved and no harm reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) will not charge.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) will not charge.